Manufacturer narrative:
The stm attempted to replace the drive manifold but the old screws were stripped and the stm was unable to remove the screws and could not get the drive assembly off of the reservoir. The stm ordered the individual parts to rebuild the whole drive assembly. The stm returned at a later date and rebuilt and installed the drive assembly into the iabp unit. The iabp passed the leak testing and the stm completed pm service. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the drive manifold leak test. It was noted that the iabp unit failed test #3 of the k6, k6a, and k8 leak test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the drive manifold leak test. It was noted that the iabp unit failed test #3 of the k6, k6a, and k8 leak test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.